Manufacturer narrative:
It was reported that the line snapped at the connection. One sample model mz9226, lot 24079130 was returned for investigation. The set was examined for defects and abnormalities. The tubing below the filter was separated from the set and not returned. No defects or abnormalities were observed. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the possible root cause of separation between tubing/filter (pediatric) could not be determined since only a part of the set was returned by the customer. No corrective or preventive actions were determined for this complaint since the root cause could not be determined. Although, a quality alert was created on december 17th, 2024 to communicate the separation complaint and reinforce the correct production process.

Event description:
Material# mz9226 and batch# 24079130. It was reported by customer that during a line change the line snapped apart at the filter connection. Verbatim: during a line change the line snapped apart at the filter connection.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector disconnect. The following information was received by the initial reporter with the following verbatim during a line change the line snapped apart at the filter connection